Event description:
It was reported that a patient underwent an unknown procedure on 5/8/2022 and suture was used. The needle pulled off during operation there were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, and the following was obtained: when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling or during use on the patient)? Please specify, during operation. Please confirm the quantity of needles pull off during operation: 1. Did the event occur during one or multiple patient procedures? Yes. What is the total number of procedures? 5. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.